Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a broken piccline. Inserted on (B)(6) 2024. Right basilica,40 cm long secured with statlock. On (B)(6) 2024, the nurse at health care center founds a leakage when flushing. The piccline are pulled out but they only got out 6 cm of the piccline. The other part of the piccline is inside the patient. The patient is doing well, received a subcutaneous vein port yesterday where our oncologists specifically asked to remove the catheter in connection with this procedure. The vascular surgeons did not want to do this, but recommended conservative treatment and that the catheter should remain in place additional information received on 26-oct-2024: PICC inserted into basilic, total length 40 cm, exit marking site 0 cm, saline locked and secured with statlock. PICC used for oncology drugs (sacituzumabgovitekan). PICC was not used for CT scans and there were no reported occlusions. Leak was identified thru patient symptoms (pain, swelling). Internal break at 6 cm marking. PICC used 88 days. PICC leak was identified at care center, patient did return home with PICC and administer therapy/care outside of the facility. No xray images of this incident are available. Catheter site cleaned with chlorhexidine solution poured from a bottle (5 mg/ml chlorhexidine). Additional comments: started on 19/9 no backflow but went well to flush (B)(6) 2024, the nurse at health care center founds a leakage and there was an edema when flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a broken piccline. Inserted (B)(6) 2024. Right basilica,40cm long secured with statlock. On (B)(6) 2024 the nurse at health care center founds a leakage when flushing. The piccline are pulled out but they only got out 6cm of the piccline. The other part of the piccline is inside the patient. The patient is doing well, received a subcutaneous vein port yesterday where our oncologists specifically asked to remove the catheter in connection with this procedure. The vascular surgeons did not want to do this, but recommended conservative treatment and that the catheter should remain in place ____________________________________ additional information received on 26-oct-2024 PICC inserted into basilic, total length 40cm, exit marking site 0cm, saline locked and secured with statlock. PICC used for oncology drugs (sacituzumabgovitekan). PICC was not used for CT scans and there were no reported occlusions. Leak was identified thru patient symptoms (pain, swelling). Internal break at 6cm marking. PICC used 88 days. PICC leak was identified at care center, patient did return home with PICC and administer therapy/care outside of the facility. No xray images of this incident are available. Catheter site cleaned with chlorhexidine solution poured from a bottle (5mg/ml chlorhexidine). Additional comments: started on 19/9 no backflow but went well to flush (B)(6) 2024 the nurse at health care center founds a leakage and there was an edema when flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed at the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a broken piccline. Inserted (B)(6) 2024. Right basilica, 40cm long secured with statlock. 2024/09/25 the nurse at health care center founds a leakage when flushing. The piccline are pulled out but they only got out 6cm of the piccline. The other part of the piccline is inside the patient. The patient is doing well, received a subcutaneous vein port yesterday where our oncologists specifically asked to remove the catheter in connection with this procedure. The vascular surgeons did not want to do this, but recommended conservative treatment and that the catheter should remain in place. Additional information received on 26-oct-2024: PICC inserted into basilic, total length 40cm, exit marking site 0cm, saline locked and secured with statlock. PICC used for oncology drugs (sacituzumab govitekan). PICC was not used for CT scans and there were no reported occlusions. Leak was identified thru patient symptoms (pain, swelling). Internal break at 6cm marking. PICC used 88 days. PICC leak was identified at care center, patient did return home with PICC and administer therapy/care outside of the facility. No xray images of this incident are available. Catheter site cleaned with chlorhexidine solution poured from a bottle (5mg/ml chlorhexidine). Additional comments: started on (B)(6) 2024 no backflow but went well to flush (B)(6) 2024 the nurse at health care center founds a leakage and there was an edema when flushing.